Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD; implant date: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an atrial lead warning triggered for high pacing impedance associated with atrial lead noise.. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.